Event description:
Reportedly via clinical affairs, (B)(6) female patient was admitted with intermittent fevers approximately seven (7) months post implant of an edwards perimount aortic valve, possible endocarditis. This patient followed-up with her hcp in (B)(6), approximately 7 months post-avr. She had been having fevers for several weeks. At that time, she was referred to direct admission to the hospital for antibiotic therapy for (B)(6) and possible endocarditis. She was admitted to one hospital on (B)(6) 2013. She had a non-st elevated mi, developed acute respiratory failure and then was transferred to another hospital on (B)(6) 2013. Her condition continued to deteriorate as she developed cardiogenic shock and multi organ failure. During this patient¿s hospitalization, she had both tee and tte. Neither showed vegetation on the aortic bioprosthesis. The tee performed on (B)(6) 2013 indicated no vegetations on echo, but there is some concern for abnormal tissue density in aortic root which could represent an abscess. Tte on (B)(6) 2013 revealed mild aortic valve thickening. The patient's condition continued to decline and was pronounced dead on (B)(6) 2013. No allegation of edwards device relationship to this event by the healthcare provider.

Manufacturer narrative:
Additional manufacturer narrative: report of a (B)(6)female patient with medical history of aortic stenosis, chf, dm, htn and cad underwent avr and cabgx2, then was admitted to hospital 7 months later due to fevers; suspected endocarditis. As mentioned, all echocardiography studies of the subject aortic valve suggests proper seating and no malfunction. The healthcare provider indicates no device relationship to this event. Although endocarditis was not confirmed, prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.